Event description:
The manufacturer field service technician reported that the device was missing the ramp assembly while it was being serviced at the user facility. There were no adverse consequences related to this event.